Event description:
It was reported that the user observed insulin leaking onto bedding during a cartridge change with an infusion set and sought guidance to complete the supply change, after which insulin delivery was resumed without further leaking. Investigation included remote troubleshooting and user education on the correct cartridge change process. Investigation of this case revealed user setup error consistent with inserting a cartridge without performing the required rewind step, which can cause leakage at the cartridge interface. Symptoms included no reported adverse health effects. Outcomes included no alerts, no alarms, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to procedural noncompliance during cartridge replacement.